Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose and the insulin pump was damaged. The customer¿s that blood glucose was 400 mg/dl at the time of incident. Customer did not mention any symptoms and how they treated the high blood glucose level. The customer reported that the lip ring and black washer on the reservoir compartment were missing. The customer stated that when she would press down on the reservoir she would get insulin. Troubleshooting was not performed for high blood glucose and damage. The insulin pump will not be returned for analysis.